Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the motor was not running. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both front corners of the top case were cracked and chipped out, and the battery door was cracked. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The main printed circuit board (pcb) was misaligned. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reassembled main pcb. Performed preventative maintenance and all functional testing. Corrected data: d1.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both front corners of the top case were cracked and chipped out, and the battery door was cracked. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The main printed circuit board (pcb) was misaligned. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reassembled main pcb. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, reported issue found during set up.